Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A sample was not returned, thus no visual inspection and/or functional testing could be performed. A complaint history review was conducted on the catalog number and product family in question over a one year period and no complaints were received in this range with the same issue. A review of the device history record for the lot number provided confirmed that the product was manufactured, inspected, and tested to the specified product acceptance criteria. The complaint could not be confirmed, and a root cause could not be determined due to the lack of a product sample to investigate. We will continue to monitor and trend future complaints of this nature. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, third party manufacturing site: 3004365956.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the catheter's ¿eyes scratched him and caused blood and pain". The amount of bleeding and severity of pain were reported as mild and lasting only initially. No medical interventions were required. It was further stated by the end users spouse that ¿just the first few. Then they stopped using them¿. The exact number of devices that had this issue is unknown. The patient¿s outcome was reported as ¿fine-he has seen his urologist since and has no issues". No further information or photograph was provided.